Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the ventilator was alarming transducer fault and the error log showed that a transducer fault occurred and the exhalation pressure transducer calibration fails to zero. There was no patient involvement.